Event description:
It was reported that on the bd pyxis¿ es server, a user obtained heparin from bd pyxis¿ medstation es and administered to the patient. However, the patient reportedly has allergy to heparin and morphine. The customer alleged that the device did not provide a warning pop-up to alert the user of the patient¿s allergy to heparin, but the device did show an alert for the patient's morphine allergy. The customer reported that there were no adverse outcomes, harms, or additional medical interventions provided to the patient. The patient was continuously monitored. Upon further discussion with the customer, it was revealed that the facility did not configure a clinical data category for this medication to show an alert for the patient¿s allergy to heparin.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: unique device identifier not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's allergy to morphine was displayed in the patient information, but the allergy to heparin was not displayed. A technical support specialist connected to the carefusion coordination engine and found that the log duration was set to 3 days. The tss were unable to pull the hl7 message for the given example. Customer was notified of the outcome and no response from the customer and proceed to close this case.

Event description:
It was reported that on the bd pyxis¿ es server, a user obtained heparin from bd pyxis¿ medstation es and administered to the patient. However, the patient reportedly has allergy to heparin and morphine. The customer alleged that the device did not provide a warning pop-up to alert the user of the patient¿s allergy to heparin, but the device did show an alert for the patient's morphine allergy. The customer reported that there were no adverse outcomes, harms, or additional medical interventions provided to the patient. The patient was continuously monitored. Upon further discussion with the customer, it was revealed that the facility did not configure a clinical data category for this medication to show an alert for the patient¿s allergy to heparin.